Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for poor sleeve recovery with the incident lot was observed. Additionally, evaluation & testing of the customer samples was performed and no issues related to sleeve function were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor sleeve recovery with the incident lot was observed. Additionally, evaluation & testing of the customer samples was conducted and poor sleeve recovery was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
Material no. 368607 batch no. 9038621. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the rubber sheath covering the eclipse blood drawing needle does not fall back over needle once tube is removed. This occurred on 500 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: "rubber sheath covering the eclipse blood drawing needle does not fall back over needle once tube is removed after blood draws. Clinician is exposed to blood as it is leaking out the end of the needle do to now coverage and it is a potential needle stick."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 368607, batch no. Unknown. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the rubber sheath covering the eclipse blood drawing needle does not fall back over needle once tube is removed. This occurred on 500 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: "rubber sheath covering the eclipse blood drawing needle does not fall back over needle once tube is removed after blood draws. Clinician is exposed to blood as it is leaking out the end of the needle do to now coverage and it is a potential needle stick."

Event description:
Material no. 368607 batch no. 9038621. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the rubber sheath covering the eclipse blood drawing needle does not fall back over needle once tube is removed. This occurred on 500 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: "rubber sheath covering the eclipse blood drawing needle does not fall back over needle once tube is removed after blood draws. Clinician is exposed to blood as it is leaking out the end of the needle do to now coverage and it is a potential needle stick."

Manufacturer narrative:
Additional information received. D.4. Medical device lot #: 9038621. D.4. Medical device expiration date: 2024-01-31. D.10. Device available for eval: 2019-07-25. H.2. Device return to manuf: yes.